Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor amd flow sensor. The blower motor and flow sensor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination. The flow sensor was investigated and the root cause of the flow sensor failing was due to contamination and physical damage.

Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator failed service testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower and flow sensor assembly needs to be replaced to address the issue.